Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the fill estimate was inaccurate. Customer's blood glucose (bg) level was high and had moderate ketones; however, customer did not provide a blood glucose level. Customer addressed bg level with manual injections. Reportedly, the customer had insulin pens as alternate insulin therapy.